Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Event description:
Additional information reported that the patient experienced less than 50% therapy relief. Due to the patient¿s scoliosis and patient¿s normal lean to right side, the pump had flipped many times. The patient denied manual manipulation of the pump. The catheter was tightly wound, twisted, and kinked. The catheter was replaced. The catheter broke at the spinal entry point while trying to remove after the new catheter was placed. The pump was placed in a mesh bag and sutured into place. This was to promote scarring of the device in place to prevent future flipping. The patient status was noted as ¿alive; no injury¿.

Event description:
It was reported a volume discrepancy occurred. The expected volume was 3ml. The actual volume was 18ml. The cause of the discrepancy was believed to be secondary to a kinked catheter that was a result of multiple episodes of a flipped pump. It was confirmed the pump was flipped. "Apparently" the patient is a ¿chronic twiddler¿. On (B)(6), the physician planned to go in and re-secure the pump and possibly change out the catheter if needed. The patient status was indicated as alive - no injury. It was later reported, the case was cancelled the day of the procedure, (B)(6) 2013, secondary to the patient being on ¿some type of antibiotic.¿ the case was not yet rescheduled.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
A partial catheter was returned in pieces. Analysis found the catheter body has significant twisting that may have affected infusion. The sc connector had a tear in the seal near the guide ring.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device system was used to infuse dilaudid. The dose was decreased to minimum rate, the hand written note stated the start date was (B)(6) 2013 in two different locations, it was unclear if that was the plan for treatment or if the date was written incorrectly. The attached clinic note and session datareport print out which reported the pump refill and rate change to minimum rate was dated (B)(6) 2013. The patient was allergic to codeine, ativan and fentanyl. Past medical history included lumbago, asthma, arthritis, migraines, osteoporosis, reflux and diverticulitis. The patient experienced increased pain. The patient was scheduled for pump revision but due to "other non-related health issues" she could not receive clearance to undergo surgery at the time. Pump was set to minimum rate and was awaiting clearance for the revision. It was noted that the patient was stable at the time of the report with oral medications. The patient was also using lidoderm adhesive patch, requip, lyrica, cymbalta, celebrex, namenda and ms contin.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had put off checking the pump because she had other life threatening illnesses; "health issues". The pump worked well for about one week after implant then it started flipping. Since then her pump had not been working well. The hcp took pump out and put it in a mesh bag. During the revision they noticed the catheter was kinked. Prior to the revision surgery hcp took the drug out of pump. The pump was still full as if no drug had been administered. Following the revision the patient does feel pain relief but "not 50%, more like 70-80% or 7-8 on a scale of 10". The patient followed up with the hcp every two weeks to adjust dosage "etc." Since the pump revision the patient had been having trouble going to the bathroom. The patient has parkinson's and her bladder does not empty. The patient was supposed to have a lifesaving procedure but could not do it due to health issues. The patient has thoracic stenosis. Her airways are closing up and she had to be ventilated during which the balloon tore the throat. The patient has scoliosis and fell and hurt their leg six months ago. The patient has addison's disease and takes steroids. The steroids have hindered the patient from getting well from the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that a few months ago the pump flipped so many times that it caused the catheter to kink. The pump had not been working for a couple of months but was now working. The patient had several health issues she was diagnosed with. Three months prior the patient's throat /airways were closing up and the patient was taken to the hospital for treatment. The patient is in hospice care and the hospice physician was currently managing her pump therapy. The patient was terminal and the physicians "can't fix the issue with her throat closing". The patient fell a couple weeks ago and was in a lot of pain therefore the physician recommended an increase in drug to help with pain and "it is helping her". At the last fill the physician increased the drug by 20%. The patient falls a lot due to her parkinson's. The patient was "very clumsy". The patient's mind is not working as well "because of parkinson's. The patient has a hematoma on her right leg and two on her left that are the result of a fall. The patient has addison's which affects her ability to heal. The patient has fibromyalgia and "gurd".